Event description:
Attorney reported: the pt sustained injury and damages associated with their use of defective product, bard composix mesh. The pt suffered damages. Specifically, as a result of having the [composix mesh] patch implanted, the pt suffered disabling pain and required surgical intervention.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.